Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the sphinctertome arc papillotome was used and cut after first use. The issue occurred during the therapeutic procedure (endoscopic retrograde cholangiopancreatography), which was completed with an olympus back up device. There were no reports of patient harm.